Event description:
The customer accidentally broke the reservoir tip and was not getting any insulin. It was indicated that the pump passed the occlusion test. In addition, the customer didn't notice any insulin leaking. At that time, the customer was advised to return the reservoir and a replacement will be sent.